Manufacturer narrative:
Citation: muscoli s, et al. The transaxillary route as a second access option in tavi procedures: experience of a single centre. International journal of environmental research and public health. 2022 jul 16;19(14):8649. Doi: 10.3390/ijerph19148649. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of the transaxillary (tax) access route during transcatheter aortic valve implantation (tavi) in patients not eligible for the transfemoral (tf) route. All data was retrospectively collected from a single center between january 2012 and march 2017. The authors analyzed 17 patients (predominantly male, mean age 80.4 years) who underwent tax tavi and compared the outcomes with 245 patients who underwent tf tavi. The valve types used in the tf group were not disclosed, while in the tax group, 16 patients were treated with a medtronic transcatheter valve system (corevalve = 10, evolut r = 6) and 1 patient was treated with a non-medtronic transcatheter valve system. No unique device identifier numbers were provided. In the tax group, no deaths were reported. In the tax group, adverse events included: need for cardiopulmonary resuscitation (1 case); intra-procedural arrhythmia complications (4 cases); post-procedural arrhythmia complications (4 cases); need for permanent pacemaker implantation (4 cases); acute kidney injury (1 case); vascular complication (1 case); bleeding requiring two or more units of red blood cells within 48 hours after the procedure (6 cases); and neurological complications (3 cases). In particular, the neurological complications involved post-procedural sensory and neurological deficits of the upper limb. Follow-up was conducted at one and three months to monitor the course of the neurological deficits through electromyography and somatosensory tests. One month after the procedure, two of the three patients had regression of symptoms. At the three-month follow-up for the third patient, the symptoms progressed to a sensory deficit of the whole upper limb, with an additional functional motor deficit affecting the last two fingers of the hand, probably due to ulnar nerve damage. No additional adverse patient effects or product performance issues were reported.